Event description:
It was reported that pump displayed malfunction code and fault notification without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, and was assisted by technical support in completing pump reset, with no additional outcome information reported.